Event description:
The patient received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the patient is experiencing difficulty increasing stimulation on patient programmer (pp). Patient found that stimulation automatically decreases as attempts are made to increase. Reprogramming of the device is being considered. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.